Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, while firing the first reload, it fired for 1 mm and then it stopped in the middle of the firing with a cracking sound. As stated, they opened the second reload and handle but similar problem took place and it stopped firing. Then they opened the third handle and reload and it went smoothly. There was no reported patient outcome.